Manufacturer narrative:
Investigation results: one flexiva 200 tractip laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared used. Additional examination under magnification revealed that the fiber tip was slightly degraded. Examination under magnification on the fiber face within the sma connector also revealed that there was a debris and only a small amount of light was coming through which would cause the connector to overheat during ablation. The condition of the returned device would cause the connector to overheat thereby confirming that event. The noted damages indicate difficulty was experienced during the procedure and was likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a laser stone removal procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium lumenis laser. According to the complainant, during the procedure and outside the patient, the fiber connector overheated and the tip of the laser fiber was broken. There were no fiber fragments that fell inside the patient. Reportedly, the physician was not burned by the overheated connector. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 tractip laser fiber was used during a laser stone removal procedure in the kidney performed on (B)(6) 2017. Reportedly, the laser unit used was a holmium lumenis laser. According to the complainant, during the procedure and outside the patient, the fiber connector overheated and the tip of the laser fiber was broken. There were no fiber fragments that fell inside the patient. Reportedly, the physician was not burned by the overheated connector. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.